Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform a failure analysis. The isi core controller (icc) was analyzed and failure analysis investigation could not reproduce or replicate the customer reported complaint. The printed circuit assembly (pca) technician was unable to reproduce the failure by installing this board into pca test system. The system was started up with no error. The system ran 50 power cycles with this board, all passed. The icc remained in the test system for 5 days, while testing other parts, an it performed with no issue. An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform a failure analysis. The endoscope controller (ec) was analyzed and failure analysis investigation could not reproduce the customer reported complaint. The ec was installed into the test system and ran a video test, 10 power cycles and sitting idle for 1 hour. The system came up with no errors and good video on both eyes with no issues. The ec is working as normal. Failure analysis performed light engine sensor check and is less than 5%.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer contacted the technical support engineer (tse) to state that the site experienced a "not-supported" message when installing the endoscope on universal side manipulator (usm) arm 3. The customer stated that the site replaced the endoscope to resolve the problem. The customer noted that the issue happened multiple times, but was unable to provide further procedure information. Tse reviewed the system logs and confirmed error codes 22008 and 282. The user continued with the procedure using the same system. The procedure was completed. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reviewed the system logs and confirmed the error fault indicating defective components. The isi core controller - pca (icc), endoscope controller (ec) and universal (unit) controller card (ucc) were replaced to resolve the issue. Fse performed system verification according to isi procedures. The system was retested and verified as ready for use. Intuitive surgical, inc. (Isi) received the replaced ucc involved with this complaint and completed the device evaluation. Failure analysis of the ucc with an in-house system found no issue. The reported event was not reproduced. The patient side cart operated without issue and the endoscope was operated without issue on all usm arms. Isi received the icc and ec for investigation; however, failure analysis is still ongoing.